Manufacturer narrative:
The technical service's recommended that the patient should perform a patient initiated interrogation (pii) in next few days with the sense vector in secondary 1x. Stored data can be sent in for analysis. Boston scientific received information from the field clinical representative that no pii was performed at this time. No stored data has been sent to technical services for analysis. The available information suggests that this device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) had contacted boston scientific's technical services. The customer contact center paged the local representative to assist with device interrogation. The field clinical representative contacted technical services to report that this patient was admitted into the hospital's emergency room following delivery of an inappropriate shocks. At the time of shock delivery, the patient was on a ladder with their hands above their head. Delivery of inappropriate shock therapy induced the patient into ventricular fibrillation (vf). The induced vf was detected by the device. Delivery of shock therapy successfully terminated the arrhythmia. The device had been implanted a few weeks ago. At the time of shock delivery, the sense vector was in alternate. The impedance post-treated episode was 122 ohms. The technical service's consultant commented that this may be an indication that the electrode is located in adipose tissue or is in a superficial location. The onset of the ias episode has very small sensing signals. Eventually some t-waves and electrogram noise was sensed resulting in delivery of an inappropriate shock. The technical service's consultant commented that this appears to be positional in nature and suggested postural testing. Additionally, chest x-rays to verify system location was recommended. The field clinical representative verified that sensing was appropriate at implant and in the ER. Postural testing did not reproduce similar signals as identified at the time of the treated episode. Although the device selected an alternate sense vector during an automatic set-up the sense vector was manually programmed to secondary at 1x gain. The device's smartpass feature is enabled. Postural testing was again performed and no issues with the exception of some small amplitude baseline noise that was not sense by the device were observed.